Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that patient is receiving non-disposable error message. She stated that she changed her cassettes to the back up pump and both are showing same error message. Patient has no back up cassettes/medication to start new mix. Patient has been with no medication for two hours. Advised her to go to hospital. No other information provided at this time for lot and serial number. No medical or surgical intervention was reported.